Event description:
It was reported that the patient's device was becoming exposed superficially. The device was supposed to be explanted in (B)(6) of 2012, but the patient did not have an exact date. It was noted that an allergy test had been ordered for the patient, however it was also reported that the device was working normally and it was not clear why the test was ordered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n244474, implanted: 2011 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, cause and psc codes. A good faith effort for follow-up was conducted and information provided supports the reason for no formal investigation because it meets criteria for a known labeled event. The status of the ins remains unknown. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend erosion reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was related to normal or expected complications or performance as disclosed in product labeling. Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3550-39, lot# n244474, implanted: (B)(6) 2011, product type: accessory. (B)(4).